Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of constipation peritonitis which warranted antibiotic therapy. The etiology of the peritonitis is attributed to the migration of bacteria from the bowel to the peritoneal space. Those persons undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, gastrointestinal complications, specifically constipation, occur in the vast majority of esrd patients with no identifiable cause. Based on the information available, there is no evidence or indication a fresenius product(s) or device(s) caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to these event(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient was hospitalized due to constipation and peritonitis. The peritoneal effluent fluid cultures were obtained and were positive for coagulase gram-negative staphylococcus (species not provided). The patient was reportedly treated with antibiotics; however, the drug, dose, route, duration and frequency are unknown. The cause of the peritonitis was attributed to the patient¿s constipation, and bacteria migrating through the bowel into the peritoneal space. The patient had their pd catheter removed and transitioned to hemodialysis (hd).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.